Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer has lost confidence in the insulin pump. It was stated that the customer requested to have the insulin pump replaced as he is concerned that there may be a problem with the mechanism of the insulin pump. It was stated that the customer was hospitalized. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.